Event description:
The user facility in (B)(6) reported during surgery, the cutter worked intermittently and then the drive air tubing disconnected from the cutter. The doctor replaced it with a new cutter to complete the surgery. There were no problems with the new cutter, and no patient injury reported.

Manufacturer narrative:
The device has not be returned for evaluation. A supplemental report will be submitted if any additional information is received. The sterilization and lot history records have been reviewed and found to be acceptable.